Event description:
Complainant alleged that while attempting to defibrillate a patient (age and gender unknown), the device failed to deliver a shock. Complainant did not indicate that there was any adverse effect to the patient due to reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow up report when our investigation is completed.